Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a total loss of fluid. A revision surgery was performed, during which a crack in the pump connecting tube was noted; therefore, cylinders and pump were removed and replaced. There were no patient complications reported.